Manufacturer narrative:
Article citation: theillac, vincent et al. "Cataract and glaucoma combined surgery: xen® gel stent versus nonpenetrating deep sclerectomy, a pilot study." Bmc ophthalmology 2020 20:231. June 16, 2020. (Pages 1-7) . Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The events of bleb-related issues, complication related to procedure/surgery, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "cataract and glaucoma combined surgery: xen® gel stent versus nonpenetrating deep sclerectomy, a pilot study" noted the serious adverse events in patients with an implanted xen 45 gel stent of 2 eyes required an additional surgery of non-penetrating deep sclerectomy ; 1 patient experienced iris incarceration ; and 1 patient required a bleb revision surgery.